Event description:
The device was returned to the manufacturer after being used as a loaner. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper and lower cases were cosmetically damaged, one board connector cable was out of specification, the battery contacts were compressed and two side bail covers were broken.